Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The customer was provided with part numbers and price. A gas delivery system (gds) was returned for analysis. An investigation was performed and the root cause was isolated to components ui and u2. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during performance verification testing the ventilator was failing test 5 for air flow. No patient involvement.